Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated she cannot get the device to charge since 2 days ago patient stated the light on the controller will not come on pt clarified there is nothing on the screen.. Patient stated she put the controller on the ac power cord two days ago and it is still not charging at all. Patient verified there is no visible damage to the controller battery compartment pins. Patient removed the li battery pack and connected the controller to ac power and the controller did not power up. Pt verified there is no green light on the ac power plug and she has tried other outlets in her home. Pt mentioned the ac power cord fits loose in the controller port. Patient tried aa batteries in the controller and the controller did not turn on. The issue was not resolved through troubleshooting. Patient service specialist is sending a request to the repair team for the controller and the ac power cord. Patient called back and stated the replacement back cover didn't f it and that the battery pack was 'swollen'. Agent reviewed back cover information and reviewed with patient to use their old controller's back cover for the replacement controller. No symptoms were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745. Serial# (B)(6). Product type programmer patient. Product ID 97745ac. Serial# unknown. Product type: accessory. H3. Analysis of the controller found a nonconformance. The front case was cracked causing case separation, charge issues, power loss, and blank/white display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.